Manufacturer narrative:
Additional information: breakdown of 15 events is as follows: cosmetic issues 1, lens damaged 14. Unique identifier (UDI#): only a portion of the UDI is provided. Serial number of the suspect product: (B)(4): 1, (B)(4): 1, (B)(4): 1, (B)(4): 1, unknown 11. Regarding serial# (B)(4), the lens was removed & replaced and an incision enlargement was done as part of the standard treatment for removing & replacing the lens in the same procedure. 5 investigation were completed, and 0 investigations are pending from this period. Breakdown of 5 completed investigations: (B)(4) : lens cut, cosmetic issues, lens damaged, (B)(4): no product returned, (B)(4): no product returned, unknown: no product returned, (B)(4): no product returned, the investigation concluded that the product met manufacturing release criteria. This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis 1-piece iol with tecnis simplicity model dcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 15 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Correction: this is to correct initial vmsr#, for model dcb00v. Upon further review of serial# (B)(6), it was discovered, that it belongs to model dcb00v and not dcb00 as initially reported in vmsr 2648035-2021-00012. Therefore, the initial vmsr#, for model dcb00v incorrectly reported <noe> 15 </noe>, because it was missing serial# (B)(6). The correct information is <noe> 16 </noe>. Breakdown of events for lens damaged = 15. Section d4: serial number of the suspect product: (B)(6). One investigation was pending. That is for serial # (B)(6). Additional information: there is 1 investigation completed during this period. Breakdown of 1 completed investigation: (B)(6) lens damaged. The investigation concluded, that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received, during the time period that covers this voluntary malfunction summary report has been submitted.